Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced significant bleeding. The target nodule was 2.3 centimeters (cm) in size, located in the right upper lobe, and positioned 15 millimeters away from major structures. The physician successfully performed 11 passes of cryobiopsy without complications. Bronchoalveolar lavage was conducted and was not notably bloody. However, upon withdrawing the ion scope, fresh brisk bleeding was observed in the endotracheal tube, with an estimated blood loss of 300 cc. The bleeding originated from the right upper lobe bronchial artery, and a balloon blocker was utilized to control it. Selective intubation to the left mainstem bronchus was performed, and the ventilator settings were titrated accordingly. The patient was urgently taken to interventional radiology (ir) for bronchial artery embolization, which successfully controlled the bleeding. The pneumothorax occurred in the left lung, contralateral to the biopsy and bleeding site. The physician noted that the pneumothorax developed during single-lung ventilation, and a pigtail catheter was inserted to resolve it. The pneumothorax was fully resolved while the patient was undergoing the ir procedure. The patient was admitted to the intensive care unit (ICU), received one unit of blood, and underwent a repeat bronchoscopy the following day to clear blood clots, after which a chest tube was placed. The chest tube was removed on day three, and the patient was discharged four days post-procedure. The patient is now at home and in stable condition. The physician believed the bleeding was due to the use of cryobiopsy and stated that neither the bleeding nor the pneumothorax was related to the ion device. The severe emphysema and single-lung ventilation (which required bagging/ manual ventilation due to severe hypoxemia) were thought to be contributory to the pneumothorax. No device malfunction was associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.